Event description:
Account stated that the weld broke on the upper frame, where the right foot siderail connects. Account stated that the siderail bracket came completely off of the bed.

Manufacturer narrative:
Repair has not been completed at this time.